Manufacturer narrative:
Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip/dog chew marks, missing reservoir tube o-ring, scratched reservoir tube window, dog chew marks around unit, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. Customer reported that a dog got a hold of the pump and had cracks on the top of the reservoir casing. The insulin pump will be returned for analysis.